Event description:
It was reported that a patient called asking about the material composition of the titanium one-third tubular plate (7 holes) and 3.5 mm cortex screws. Patient has two-7 hole plates and a total of 14 screws implanted in the tibia and fibula. Due to stiffness in her ankle a ¿clifford¿ test was performed to determine possible allergies. The patient and doctor want to cross reference the results of that test with the material composition of the implants to determine if the plates and screws have anything to do with the reported stiffness and whether it needs to be removed/replaced. The date of original implant was (B)(6) 2006. This report is for two (2) unknown titanium one-third tubular plates. This report is 1 of 2 for (B)(4).

Event description:
This report is 1 of 16 for (B)(4).

Manufacturer narrative:
Date of event: unknown. This report is for two (2) unknown titanium one-third tubular plates. The implant was originally placed on an unknown date in (B)(6) 2006. The complainant parts have not been explanted. Complainant parts remain in the patient at this time. Not available for return. 510(k): unknown as no part or lot numbers were provided for this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.